Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Analysis was unable to perform the no delivery test or occlusion test due to prime anomaly. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted during testing. The motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received several motor error alarms. The customer's blood glucose was 268 mg/dl at the time of incident. The customer stated that they treated the blood glucose by bolus with the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.